Event description:
It was reported via repair work order that part of the siderail was unable to latch up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported via repair work order that part of the siderail was unable to latch up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the side rail could still remain latched if needed. It was only the end of the side rail that was damaged, and this did not impact the ability of the side rail to latch and unlatch. There was no reported functional impact as a result of the damage to the top rail.